Event description:
According to the reporter: when the user pushed the push bar, the whole white part became detached from the main handle. The device was not applied to the pt.

Manufacturer narrative:
(B)(4)